Manufacturer narrative:
The suspect device was not returned for evaluation, however a field service representative went on site to evaluate the device. Technical support provided guidance on the unit's operation and the operators guide was shared with the customer highlighting key instructions. The customer's reported complaint was unable to be confirmed as there was no failure detected, and the device operated within specification.

Event description:
Additional information received indicates that no product was returned, however a field service rep went on site to evaluate and repair the deice.

Event description:
It was reported that the unit seems to be having intermittent issues pressurizing. There was no patient harm reported.

Manufacturer narrative:
File identification: (B)(6). D4: complete UDI# was not provided by end user. H3: 81 other: at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.